Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer fainted around 3:40 a.m. Her boyfriend tested her blood glucose and the result was 398 mg/dl, and he provided unknown treatment. There were visible air bubbles in the system, and the customer believes insulin was not delivered correctly through the night due to this. The infusion device was evaluated, and the delivery accuracy, occlusion limits, and the alarm functions meet the specifications. The cartridge was not returned.